Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and performed testing. The fse could not replicate the reported issue; no issues were found with the fetal monitor or toco and ultrasound (us) transducers. No technical faults were identified, during testing. While onsite, the fse upgraded the firmware to the latest release on the fetal monitor, upgraded the firmware on the bus master board to the latest release, and verified and upgraded firmware on both toco and ultrasound transducers. A philips clinical application support specialist (cas) provided clinical application training to the staff. The customer provided a fetal measurement strip from the recorder. The team of r&d clinical experts reviewed the strip, and confirmed there was a gap in the fetal heart rate (fhr); the us transducer captures the maternal pulse instead of the fetal hr for approximately 1.5 minutes. The team could tell from the line thickness that the thicker fhr trace was written over the thinner maternal pulse trace, almost exactly follows the same ups and downs, until it finally snaps back, up to the original beats per minute (bpm) level, because it then correctly captures the actual fhr again. The team indicated that this was a good example for a ¿coincidence¿ situation identified and annotated as such by the fm with the symbol ¿?¿ seen on the strip. Temporary switching to maternal pulse (coincidence) is a standard situation that happens due to the imperfection of this non-invasive measurement principle, and it is correctly recognized and annotated by the fm and resolved soon after. Coincidence inoperative (inop) alarms are addressed in the instructions for use, page 140: recommended actions for coincidence inop 1 confirm fetal life by palpation of fetal movement or auscultation of fetal heart sounds using a fetoscope, stethoscope, or pinard stethoscope. 2 manual determination of the maternal pulse and comparison with the fetal heart rate sound signals from the loudspeaker. 3 reposition the transducer, or ensure that the fetal scalp electrode is placed correctly, until you receive a clear signal and the monitor is no longer issuing the coincidence inop. 4 in case of difficulties deriving a stable maternal pulse reading using the toco mp or cl toco+ mp transducer, use spo2 or the cl spo2 pod instead. In case of similar problems with the pulse measurement from spo2, use mecg instead. Reasons to switch the method for deriving a maternal pulse or heart rate include: motion artifacts, arrhythmia, and individual differences in pulse signal quality on the abdominal skin (via toco mp). 5 if you cannot hear the fetal heart sounds, and you cannot confirm fetal movement by palpation, confirm fetal life using obstetric ultrasonography. Further information was requested to assess the toco measurement, such as where the transducer was applied (as it seems to register nothing at all, not even artifacts from maternal movement or breathing), the patient¿s bmi and toco sensitivity configuration; without additional information, the cannot comment on this measurement. No further information was received. A philips product support engineer (pse) reviewed the available information and indicated that there is no indication of any product malfunction. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(4) serial numbers were provided. Separate reports have been created for each serial number provided, as the customer was unable to confirm the serial number which was involved with this incident. (B)(6). Box e: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
This report is based on information provided by philips clinical application support and field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the avalon fm20 fetal monitor indicating that the doctor does not trust the cardiotocography (ctg) readings from our devices. The doctor claims that there was a contraction and deceleration, but it was not shown on the trace. The doctor then drew it on with a pencil. The customer cannot pinpoint the serial number of the fetal monitor and which transducer with serial number was used. The device was in clinical use at the time the issue was discovered. There was no adverse vent or patient harm reported.